Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found a damaged connector on the cable assembly. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) was in a discharged mode and the implantable neurostimulator recharger (insr) was discharged as well. It was noted that the manufacturer representative met with the patient on (B)(6) 2014, and the patient reported a recharging problem and stimulation had not been felt for a few weeks. The patient was instructed to go home and recharge the insr, try to recharge the ins, and then meet up with the manufacturer representative the week after (B)(4) 2014. It was noted that the patient was relatively new with the ins, and the manufacturer representative thought they would assist the patient with recharging. On (B)(4) 2014, the manufacturer representative reported that the patient's follow up appointment was later in the week. The ins and insr were discharged, so the manufacturer representative was unable to make an assessment at that time. On (B)(4) 2015, the manufacturer representative was still in the process of getting in touch with the patient. Additional information received from the manufacturer representative on (B)(4) 2014 reported that the implantable neurostimulator recharger (insr) was not charging and there was a broken connector pin on the desktop charger (dtc). The inside of the connector was pushed up from being plugged in upside down. There was no indication of patient harm. It was noted that the patient needed a replacement insr. On (B)(6) 2014, it was further reported that the manufacturer representative was waiting on a confirmed meeting at the healthcare professional's office to go over charging. The manufacturer representative indicated the patient had input the cord into the insr incorrectly by placing it upside down; this was how the connector pins had broken. It was further reported that the manufacturer representative believed both the insr and cord were damaged. The patient was unable to charge the ins because the insr was discharged. Follow up information received from the consumer via the manufacturer representative reported that the patient had received a replacement recharger and the patient was able to recharge effectively. The patient's indications for use included non-malignant pain and chronic low back pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code now applies to the desktop charger (dtc). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.